Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 20-jul-2023, it was noticed the incorrect manufacturer's ref # was reported in section h10. Additional manufacturer narrative of the 3500a supplemental (follow-up report) # 2. The incorrect reference # is (B)(4). The correct reference # is (B)(4).

Manufacturer narrative:
On 12-jun-2023, clarification was received indicating that a product received under another customer complaint (on 25-may-2023) actually belongs to this complaint. As such, the product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and electrode damage was reported. It was reported that one of the tabs of the electrode broke off. There were no exposed wires but there were lifted and sharp rings. There was resistance with the agilis epi sheath that was used as it seemed to fail; it did not allow any type of catheter to come up. The catheter was not pre-shaped. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and dimensional test of the returned device were performed following bwi procedures. Visual inspection revealed an electrode lifted and another one detached. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since two electrodes were found damaged, this failure could be related to the resistance issue reported; therefore, the customer complaint was confirmed. The root cause of the electrode damage could be related to the interaction of the device with the sheath during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: pictures were received from the customer to aid in the investigation. The pictures were evaluated following biosense webster's procedures. According to pictures, one of the electrodes of the octaray, galaxy, 48p, 3-3-3-3-3, f-curve was observed lifted with a sharp rough edges. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and electrode damage was reported. It was reported that one of the tabs of the electrode broke off. There were no exposed wires but there were lifted and sharp rings. There was resistance with the agilis epi sheath that was used as it seemed to fail; it did not allow any type of catheter to come up. The catheter was not pre-shaped.